Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which led to breakage without significant plastic deformation. This leads to the conclusion that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. However, in order to avoid this kind of breakages in the future, and nonconformity was raised to further investigate the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During the procedure, an attempt was made to insert the pen through the strike plate, but it was broken during hammering. The small broken part was in the aiming device and was removed by the medical technology in the hospital. No reported metallic debris.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During the procedure, an attempt was made to insert the pen through the strike plate, but it was broken during hammering. The small broken part was in the aiming device and was removed by the medical technology in the hospital. No reported metallic debris.